Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
A patient reported, that she feels like she is developing recession. She stated, that the trays do not fit her back upper teeth on the inside. Her concern, has been that the aligners have never fit correctly .and since, week 12 of her aligners. She had pain in her gums. And it looks like she is starting to have gum recession. There has been very little movement in the position of her teeth. She didn't think, she should have been a candidate for the aligners with the severity of her crossbite. She stated, that when her aligners are in, she cannot close my mouth completely.